Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save-to-disk is consistent with lead impedances. Loss of capture in unipolar mode was noted, as well as high thresholds in bipolar mode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the ER with intermittent ventricular standstill. High ventricular threshold was observed on the lead in bipolar configuration. No capture was observed in unipolar configuration. The lead remains in use. No further patient complications have been reported as a result of this event.